Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the interrogation failure wasn¿t determined. To resolve the issue a different implantable neurostimulator (ins) was used. The hcp was unaware of the status of the device as it wasn¿t implanted. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient was having their ins replaced due to normal battery depletion. The caller stated they were trying to connect to the ins with the tablet but they were getting ¿interrogation failure ¿ communication with neurostimulator failed.¿ they were trying to connect with the ins in the box and it was not currently implanted. The rep had called back right away and said there was no issue with the tablet, they were able to connect with the other device that was implanted and another in its box. They couldn¿t connect with the new ins. It was asked if the caller could charge the device and the caller said they would try but ended the call as the surgeon joined them. The rep called back again and stated that the issue was persisting and the caller tried to connect again after moving the ins in the box to another spot. That time it said ¿invalid data ¿ all annotation and session history will be cleared.¿ the caller could not connect. The rep had provided the serial number of the ins in question. Again, the rep was able to connect with another ins in its box. The rep called back again and noted they wouldn¿t be implanting that ins. They stated the patient was currently at 2.57v (eri) and they wanted to know if they could push back the case until the end of the week without a concern of hitting eos. It was advised unlikely to hit eos. All impedances were green and there were no shorts on patient¿s current system. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the case was rescheduled for next wednesday, (B)(6) 2019, and the rep had ordered a new product. There were no further complications reported.